Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: ptosis. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with two 350cc mentor memorygel breast implant prostheses and experienced postoperative left-sided grade iii capsular contracture and right-sided ptosis. Shortly after implantation, the patient experienced redness, hardness, and burning sensation in her left breast. In addition, the patient was concerned over her breast ptosis. The diagnosis was confirmed by a healthcare professional. As a result, the patient underwent bilateral removal and replacement with 350cc mentor memorygel breast implant prostheses (catalog #: 3503504bc) on (B)(6) 2020.

Manufacturer narrative:
On 23-oct-2020, mentor received additional information regarding the serial numbers of the replacement devices. The serial numbers of the replacement devices are (B)(6) (left) and (B)(6) (right). On 27-oct-2020, the investigation on the suspected medical device was completed. Investigation summary : during visual evaluation of the device, no apparent damage or visual anomalies were observed. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).